Event description:
Caller reported a tandem mobi cartridge alarm, but there was no adverse impact to the customer¿s blood glucose level, which remained below 500 mg/dl. The issue did not occur during the load process, and the caller had not previously reported similar alarms with the same pump. Technical support confirmed the issue and arranged for the pump to be replaced. Customer was advised to put the current pump into storage mode and return it to tandem via ups using a return box and pre-paid label. A replacement pump was sent to the customer, and instructions for receiving and setting up the replacement were provided and acknowledged.